Event description:
The iab failed. This was the only info at the time of the initial report. The following info was rpt'd to datascope on 4/18/97: the iab was inserted into the pt on 2/25/97. On 2/28/97 after iabp for about three days, check "iab cath" alarm sounded from the pump. No blood or condensation was noted in the tubing then. A short time later, blood flecks were noted in the tubing and the iab was removed. Event complications: unk - rpt'd 3/3/97; none - rpt'd 4/18/97. Pt current status: stable-rpt'd 4/18/97.

Manufacturer narrative:
Device label code for f10. Position 1: 1701. Position 2 and 3: 1738. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.